Event description:
In 2007, the lay-user/pt contacted lifescan, alleging that a one touch ultra meter would not turn on. The pt tests his blood glucose 2 times a day. He has had the meter for about 5 years. He takes "70/30" insulin. It is not known when the alleged power issue started or how long the pt was unable to test his blood glucose. Three days later, the pt reportedly felt "weak" and like his sugar was low. The pt claimed, he "had to double-up on his medications" because he couldn't test. The pt administered self-care by taking 30 units of "70/30" insulin. No further clinical info was provided. The customer care advocate (cca) walked the pt through inserting a new battery into the meter. The alleged meter issue was resolved. The test strips and control solution were replaced. It would have been helpful to know the following info: the duration of the alleged meter issue, when the pt was last able to test with the meter, what his last blood glucose result was before the power issue started, and when the pt first attempted to replace the meter's battery. In addition, it would have been helpful to know the pt's medication regimen, if the pt made any changes to his diabetes management because of the meter issue, when the symptoms started, and if the symptoms got worse after taking the 30 units of insulin. This complaint is being reported due to the following conclusion: the pt alleged he was unable to test his blood glucose and he claimed at one time he felt as though his blood glucose was low, but doubled-up on his medications. It is not clear why the pt would take extra diabetes medication if he felt hypoglycemic and could not test.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned. Lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.